Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed on rv lead one day post implant procedure. Patient was brought back to surgery for further assessment. After unscrewing and cleaning the connection, normal impedance was noted. However, when performing hv lead impedance check, nose was observed on the rv channel, but the noise was not reproduced. All other measurements were fine. Decision was made to leave the lead implanted. Four days post implant, another high, out of range lead impedance was observed. Due to number of recent surgeries and patient's age, the physician decided to deactivate hv therapies. Biventricular pacing is still active. Patient will be monitored with remote care.